Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn through the up arrow and down arrow button symbols with an additional tear near the ok button symbol. The up arrow, ok and contrast button symbols were worn, which has no effect on insulin delivery function. The rubber keypad was found to be peeling from the ok button towards the contrast key. The complaint of the delayed response of the keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all of the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons had a delayed response. It was noted that the rubber was peeling away from the keypad from the contrast button to the bottom of the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.